Event description:
It was reported that the customer lost consciousness and was hospitalized due to hypoglycemia. It was stated that the customer's basal rates have been lowered to avoid low glucose. Troubleshooting was performed, and the displacement test passed. The mother stated that the device was exposed to magnetic field when the customer broke his arm and went for x-rays. The caller stated that the low blood issues are since then that time. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.